Manufacturer narrative:
UDI (di): 0(B)(4).

Event description:
It was reported that when the patient presented to the hospital for hip surgery, intermittent device connection was observed. During the interrogation, the atrial and ventricular channels showed large noise that was reported as saturated and truncated. Patient was asymptomatic. Rf telemetry was used to successfully interrogate the device.